Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm while sleeping. Customer is not sure of their blood sugar reading at the time of the event. Customer stated that the event did not cause hospitalization. Customer stated that he has been hospitalized within 90 days but the event was not diabetes related. Customer stated that he was having issues with the sensor. The sensor was reading 300 mg/dl but his blood glucose level was not in the 300 mg/dl range. Customer stated that their blood sugars were within a normal range. Customer stated that the event did not cause hospitalization. Customer declined troubleshooting. No further action taken.